Event description:
It was reported that cadd cassette showed, alarming no cassette detected under-delivery. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will return this complaint for further investigation.